Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The emboshield nav6 embolic protection system instruction for use states that the device can only be used with the barewire filter delivery wire. Use of the device with any guide wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The investigation determined that the reported difficulties are related to circumstance of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified, left superficial femoral artery (sfa), a non-abbott guide wire was used with the emboshield nav6 embolic protection device (epd) filter. Atherectomy was completed and the epd was extremely full and did not fully collapse into the retrieval catheter (rc). Everything was removed as a system from the vessel to the level of the sheath when the epd became detached from the guide wire. A snare device was used to retrieve and remove the epd from the vessel, without issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.